Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting low defibrillation impedance. No changes or intervention was reported. The patient status was unknown.